Event description:
The account reported a spinal cord pt was in bed and they said the bed had unintentional chair function and later with a different pt had unintentional hilow function. The bed was located in room 12 of the ICU at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician investigated the alleged incident and the hospital had the bed in service under a different pt. The nurse alleged that the bed had unintentional movement of the hilow and unintentional movement into the chair position. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician was unable to duplicate the alleged unintentional movement. There were no error codes and all functions worked as designed. Based on this information, no further action is required.